Event description:
It was observed that during the device evaluation, the subject device exhibited scratched cover glass of the insertion section and therefore the image quality was poor. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cover glass of the insertion section had scratches and therefore the image quality was poor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.